Event description:
It was reported that the pt was admitted to the hosp on (B)(6) 2015 for a ventricular lead and permanent pacemaker replacement. On (B)(6) 2015 the ventricular lead was used in an active fixation from the left subclavian venous access and positioned in the right ventricle. Due to the pt's present health status and symptoms of bradycardia, a temporary pacemaker electrode was placed. The pacemaker electrode was placed in the right ventricle of the heart using a right femoral arterial access. There were no reported issues during the placement of the devices. After the procedure the temporary pacemaker electrode remained indwelling in the pt for approx 48 hours before removal. On (B)(6) 2015, after constant heart rate control, the tpe was removed from the pt by the physician. Following removal, the pt developed pain and became hemodynamically unstable. The pt underwent testing which revealed pericardial effusion and cardiac tamponade. The pt was transferred to the ICU where she underwent the placement of a pigtail drain and a peri-cardiocentesis. Following these procedures the pt's vital signs improved. On (B)(6) 2015 the pt was transferred to a different hosp due to her refractory hemodynamic instability. It was reported that the pt later passed away at the hospital. The date of death and cause of death are unk at this time. The hosp and physician both reported that no malfunction occurred with the tpe used during the procedure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental rpeort will be filed.